Manufacturer narrative:
(B)(4).

Event description:
The event was reported by a customer from USA: "1 ac adapter broke and shocked the nurse. Delay in therapy: no. Need for medical intervention: no. Human harm: yes."